Event description:
It was reported during implant procedure that the lead was bent. The lead was not used. There were no patient consequences.

Manufacturer narrative:
The reported event of ¿distal tip has a bend that doesn¿t straighten with a stylet¿ was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. A stylet insertion test was performed, and x-ray confirmed the stylet was able to be fully inserted / removed with no signs of the lead being bent at the distal region while the stylet was in the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.